Event description:
Pt presented with acute left leg pain, mi. Pt underwent an arteriogram in radiology. Difficulty in advancing the guide wire. Guide wire would not retract. (Diffuse intermittent calcification present over course of right common femoral artery.) Part of wire broke off & left in pt. CT scan showed a 3mm radiopaque foreign body identified lying anterior & extraluminal to the rt common femoral artery. Pt expired prior to surgical removal of foreign body. Wire would not completely retract into the needle. Guide wire manipulated through the needle in an effort to further retraction; however, this would not occur. Decided to remove needle & guidewire as a unit. Terminal guide wire would not be removed.